Event description:
The customer reported that when they get to the charge button step in opcheck that the device locks up.

Manufacturer narrative:
(B)(4). The customer reported that when they get to the charge button step in opcheck that the device locks up. The device was evaluated at philips. The symptom was verified. Replacing the processor pca and reloading the software resolved the issue.